Event description:
It was reported the customer had a compromised force sensor system alarm. There were also several other compromised force sensor system alarms in the alarm history. Customer's blood glucose was normal and did not require medical treatment. No additional information provided.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to moisture damage to the force sensor resistor. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.